Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was made aware during a follow up call with the patients contact in which the patient was filled with 1849ml and drained 3600ml during the patients last fill. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient¿s pdrn verified that the patient did not experience any injury, adverse event, or require medical intervention as a result of the issue. The patient continues with continuous cyclic peritoneal dialysis (ccpd) without any reported issues. Additional information was requested, however, not provided.

Manufacturer narrative:
Correction: initial device code. Plant investigation: manufacturing plant performed visual inspection, system air leak test, simulated treatment performed and cycler passed function tests. There was no evidence of a fluid leak/intrusion. A review of the DHR found no related issues; additional fa investigation could not be performed.

Manufacturer narrative:
An external visual inspection was performed with no physical damage found, simulated treatment performed with no issues. The load cell was tested and found to be within specification. The cycler underwent system air leak test and pump actuation test with no issues. A mushroom head check confirmed proper alignment and no burrs or sharp edges in the cassette area that could puncture the cassette membrane. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the anufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.